Manufacturer narrative:
Product complaint # : pc-(B)(4). Investigation summary : no product associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #:(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the bone cement hardened too quickly during insertion of a cemented hip hemi arthroplasty. The bone cement hardened more quickly than the surgeon expected, so he was not able to insert the cemented femoral stem prosthesis in time. This resulted in additional surgical time to chip out and remove the hardened bone cement. Approximately 45 min of extra time. The patient was then given a pressfit hip stem prosthesis, requiring no bone cement, and this part of the procedure was done without incident, resulting in a satisfactory outcome for the patient. Doe:(B)(6) 2021. Right hip.